Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tangled lock line requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. It was noted that one clip was successfully implanted. Upon deployment of the second mitraclip the lock cap was removed, the lock strings were exposed, and were found to be entangled. The lock line was cut and removed safely, and the clip was deployed successfully. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported lock line knot (material deformation) cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.h6: impact code 2199 was removed.

Event description:
N/a.